Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose discrepancy, and the insulin delivery was not suspended due to sensor glucose vs. Blood glucose difference. The customer reported receiving a sensor updating. The customer reported a blood glucose value of 2.2 mmol/l. The customer reported hypoglycemia treated with carb intake. The event involved product(s) mmt-7040c5. Troubleshooting was performed for the change sensor, and the customer was advised to replace the sensor as the behavior has been occurring for longer than 3 hours. Troubleshooting was performed for the low blood glucose, and the type of diabetes was type 1. Troubleshooting was performed for the sensor glucose vs. Blood glucose, and the customer didn't take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The sensor glucose reading was 9.9 mmol/l, and blood glucose was 2.2 mmol/l, and the difference between sensor glucose vs. Blood glucose was more than 30%. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. Product return for mmt-7040c5 is not expected.